Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to bent cannulas. Therefore, the patient went to the emergency room with blood glucose level over 600 mg/dl, where she received fluids and intravenous medication (drug name unknown) as corrective treatment. She also had ketone levels. Subsequently, on (B)(6) 2020, after staying for two hours in the emergency room, the patient was unstable and was admitted to the hospital with blood glucose level of 300 mg/dl approximately, due to diabetic ketoacidosis. During hospitalization, she received fluids and intravenous medication (drug name unknown) as corrective treatment which resolved the issue. The infusion had been used for the first day. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Moreover, this issue occurred with two infusion sets and she did not notice any damage to the infusion sets when the package was first opened. The patient replaced the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.